Event description:
It was reported that patient presented to emergency room after experiencing shortness of breath. Upon interrogation, it was found patient's right ventricular (rv) lead exhibited high capture threshold. It was also found from x-ray that the lead was dislodged. Programming changes were made. The patient was stable.